Event description:
End user reported that she was outside, by the stream, when the joystick on her tdxsp-mcg power chair went from 1 to 3 by itself. End user was allegedly injured but did not supply information and call disconnected. Additional information received 11/24/2014 - end user alleges she was watching ducks near a pond. There was a fence in front of the pond, her chair went forward into the fence causing her to get stuck under the fence. User states she had to wait for someone to come down and help her get out from under the fence. User also stated that after she was released from the fence she went home, then to the hospital where they found that her left foot fractured in two places.